Event description:
The customer reported that the spectrum pump displays "upstream occlusion" alarms. There was no pt injury. No further info was provided.

Manufacturer narrative:
MFR ref number: (B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.